Manufacturer narrative:
(B)(4). The reported set screw anomaly was confirmed in the laboratory. Silicone, septum material was noted inside the lvring and lvtip set screws that prevented full insertion of the torque driver.

Event description:
It was reported that during device replacement procedure, the physician had difficulty disconnecting the lv lead from the device. The physician had to dislodge the two connector screws with a scalpel. The device was explanted and replaced. Patient was fine.